Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic in (B)(6) 2018. Upon device interrogation, the right atrial lead exhibited noise and was reproducible with isometric testing. There were no other electrical anomalies. Programming changes were made. The patient presented remotely via merlin.net transmission on (B)(6) 2018. Upon review, the lead continued to exhibit noise. No intervention was performed. The patient would be continued to be monitored.